Event description:
It was reported that, "pt with rheumatoid arthritis had an aviator plate implanted. Over time it seems the wing on the aviator plate was consistently writhed and broke. Dr. (B)(6) left the plate in the pt but removed the broken piece of the wing and the screw."

Manufacturer narrative:
Device remains implanted and add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.